Event description:
It was reported that occlusion alarms occurred. Customer changed the infusion set and resumed insulin therapy. Reportedly, the customer was changing pump supplies every 3-3.5 days. Tandem clinical support informed customer that changing the pump supplies every 3-3.5 days is off label per the tandem user guide. Customer¿s blood glucose level was 318 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.